Manufacturer narrative:
(B)(4). The bengal large 8mm cervical I/f cage (product code: 1733-01-208, lot number: k4724) was returned to the complaints handling unit (chu). The cage is somewhat discolored and has fractured into three separate pieces. There has been no damage done to the threaded hole that the inserter is tightened into. A high amount of force may have been put through the cage during impaction. If the force applied during impaction was applied to a small enough surface area, it could potentially cause the cage to fracture. The results of a study regarding the effects of gamma radiation, ethylene oxide sterilization, and autoclave cycles on the mechanical properties of cfrp cages have found that there is a negligible difference in the tensile strength and flex strength of cfrp cages before and after numerous decontamination cycles. As such, the cage is not believed to have degraded significantly after repeated autoclave cycles. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A root cause cannot be determined from the sample and the information provided. A potential root cause may be a high amount of force put through the cage during impaction. If the force applied during impaction was applied to a small enough surface area, it could potentially cause the cage to fracture. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Procedure: spine: acdf c6/7. Bengal cage large 8mm was inserted into patient, and during impaction with correct inserter, the cage broke into a few pieces. Pictures are available as well as cage fragments. Broken fragments were removed from patient, and a new cage was inserted, without breakage. Suspect implant has undergone many washes during cssd reprocessing, so cage material has weakened over time. Patient outcome post surgical procedure: seems fine, as all cage fragments were removed. (B)(6). Gender: male. 10 minutes delay in surgery. No reported adverse event. No additional information will be provided.